Manufacturer narrative:
Sections with additional information as of 13-jun-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned for evaluation. Returned product was forwarded to supplier quality and internal evaluation was performed by the manufacturer. No abnormalities observed on returned product, retain samples, and review batch record. All the test results meet the requirements. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus pen needles. Pharmacist is calling on behalf of the customer. Customer had reported to pharmacist that she had experienced a negative reaction using the 32g pen needles. Pharmacist provided customer information and customer was contacted to provide further complaint details. Customer stated that when she used the pen needles, she experienced a small rash on her stomach. Customer stated that she changed to another brand of pen needles and did not experience any negative reaction. Customer did state that she does have skin sensitivity issues. When informed the pen needles are coated in silicone, customer stated she believed that is why she experienced the rash. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product or due to the negative reaction was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer reporting experiencing negative reaction when using pen needles (rash) and contacting pharmacist. Pen needles were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 17-apr-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is no longer using the trueplus pen needles; customer is using a different brand of pen needles with no issues. No medical intervention since the last call was reported.